Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was not received effective stimulation. X-rays revealed lead migration. The physician decided to perform a trail procedure to determine where to move the existing paddle lead. F/u info revealed the pt had a successful trial procedure on (B)(6) /2014. Surgical intervention is planned to further address the reported issue.